Event description:
It was reported that during a right colon resection procedure the ntlc75 with blue staple height was fired three times. The device performed as intended. A tx60b was also used in the case. The surgeon over sewed the staple, this is the surgeon's technique to over sew the staple line. The case was completed with no patient consequence. It is unknown if there was a leak test performed in the initial procedure. The patient went home and then started experiencing pain. The patient was readmitted into the hospital. The surgeon re-operated on the patient and detected that there was a leak at or around the tx60b staple line. The surgeon performed a temporary colostomy with no further patient consequence. There plans to do a reversal colostomy. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.